Event description:
It was the insulin pump alarmed low battery. Customer uses recommended battery. Customer doesn't do daily set rewinds. No unattended alarms noted. Alarm occurred twice. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No battery out limit alarm noted. The insulin pump had no button response on act button due to flattened dome switch. Unable to test the operating currents, low battery alarm and off no power alarm due to no button response. The device had minor scratched display window, broken battery tube threads, cracked reservoir tube lip and a missing end cap sticker.